Manufacturer narrative:
(B)(4). Batch # r92845. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. Also, there was no audible feedback sound from the instrument. There were no alert screens displayed at any time during testing. The device was disassembled and it was found that the lever link pin was out of position. This rendered the clamp arm nonfunctional. The link pin was loose within the shrouds of the instrument. Also it was found the closure indicator was broken and not making contact with the moving trigger. It is possible that the unexpected noise heard could be the link pin loose inside of the instrument. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a low anterior resection, a click sound was heard during use and the device became not to function. The doctor noticed the malfunction and the device was checked outside the patient, but the jaw became not to open/close even when the handle was fully grasped. The doctor commented that no stiff tissue was grasped. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.